Event description:
Customer reported that pump displayed an altitude alarm. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to clean the speaker holes and reconnect the cartridge, but the issue persisted until a new cartridge was loaded. Pump resumed normal operation after the cartridge was replaced, and the original cartridge was found to have ventilation issues.